Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, a review of the pump¿s history showed multiple pump reboots were recorded. During evaluation, the battery compartment and battery cap were found to be intact. The battery cap was able to fully tighten to the pump. The battery cap height and width measurements were found to be within specifications. The pump rewind, load, and prime steps were performed successfully with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power occurring. The pump was opened and no defects were found to the power and force sensor circuits. The intermittent power issue was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted several times without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.